Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e biolox delta heads ) are marketed in USA, and therefore this report was filed. Where lot number were received for the devices, the devices history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a sulox-head 28 'm' 12/14 on (B)(6) 2012 on the left side and was revised in 2013 due to loosening (explantation date was assumed as (B)(6) 2013). The head and the inlay were replaced and a cerclage was placed around the trochanter. Note: as the exact explantation date is unknown, the awareness date was taken as occurrence date. An other complaint for the same patient is registered under (B)(4), MFR 9613350-2016-00446 (stem breakage in (B)(6) 2016). The present case was opened on basis of patient's history records received for (B)(4). It was recognized during review of the information that the patient experienced a previous revision surgery and the case at hand was created.

Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that the patient received a left tha in 2012 due to coxarthrosis. The patient had a revision due to loosening on an unknown date in 2013 where the head and inlay were replaced and cerclage placed around trochanter. Review of received data: x-ray taken on (B)(6) 2012, ap view: there is a total hip prosthesis implanted on the right hip and arthrosis of the left hip. X-ray taken on (B)(6) 2012, ap view: compared with the previous study date a total hip prosthesis is implanted on the left hip. The angulation of the allofit cup is approximately 30°. X-ray taken on (B)(6) 2012, lateral view : normal situation after implantation. X-rays taken on (B)(6) 2016 are not relevant for this complaint. Discharge letter dated (B)(6) 2012 (B)(6): the letter states that the patient was treated in the clinic from (B)(6) 2012. As diagnosis the following is stated: dysplastic coxarthrosis, hypokalaemia, left coxarthrosis, acute haemorrhagic anaemia, benign essential hypertension and urinary tract infection due to e. Coli. The therapy section states that on (B)(6) 2012 an implantation of a left uncemented hip total prosthesis was performed (wagner cone prosthesis, allofit cup and ceramic head). The intraoperative and postoperative course was completely uneventful. It is stated that a postoperative radiograph shows a proper fit of the cementless stem, head and cup. Implantation report, dated (B)(6) 2012, (B)(6): as diagnosis the document states dysplastic coxarthrosis. The report describes the implantation of the wagner cone prosthesis and associated devices according to standard procedure resulting in good press-fit of shell and stem. It does not contain information that would influence the results of the investigation. Preliminary medical report dated february 7, 2016, (B)(6): not relevant for this case. Email from the surgeon. An email received on february 17, 2016 informs that in 2013 there was a revision surgery performed in another clinic. It is also mentioned that at this revision possibly there was an attempt to change the stem but ultimately only the head was changed and a trochanter cerclage installed. Devices analysis: a device analysis could not be performed as the products were not returned. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). The surgical technique was reviewed. The inclination of the cup should form an angle of 40°¿45° to the pelvic horizontal line. The x-rays of 2012 show an inclination of approx 30°. Root cause analysis, dfmea: release of pe particles, aseptic loosening, osteolysis due to pe wear due to insufficient connection strength between shell and alpha inserts. => not possible: as and adverse trend due to design would have been detected in complaint summary. Release of pe particles,aseptic loosening,osteolysis due to pe wear due to motion between insert and polar plug. => possible: unknown if there was motion between insert and polar plug. No product returned, therefore cannot be excluded. Release of pe particles, aseptic loosening, osteolysis due to pe wear due to motion between insert and screw plug. => possible: unknown if there was motion between insert and polar plug. No product returned, therefore cannot be excluded. Fracture/ damage/ loosening of the insert due to wrong behaviour of the patient. => possible: no information available about patient compliance and behaviour. - increased wear,loosening or fracture of components due to patient with high body weight. => not possible: as the patient is light: (B)(6). Conclusion summary: according to the reported event the ceramic head and inlay were revised due to loosening. The postoperative x-rays of 2012 show an inclination of the allofit cup of approx 30°. According to allofit surgical technique, the inclination of the cup should form an angle of 40°¿45° to the pelvic horizontal line. It is possible that the inclination of the cup contributed to the reported event. However, there are no x-rays and no revision report of 2013 and therefore no loosening can be confirmed (neither of the shell nor of the stem, which both were not removed from the patient). However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(6).